Event description:
Procedure: low anterior resection. According to the reporter: an anastomotic leak occurred requiring antibiotics and a delay of initiation of chemotherapy and causing pelvic pain for several months.

Manufacturer narrative:
(B)(4).